Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump had received multiple pump errors. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that he was unable to clear the alarms at first but cleared them when the technician was on line. The customer was assisted in troubleshooting for post reset ram crc alarm. The customer was unable to clear that alarm. The insulin pump will not be returned for analysis.